Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone ruptured that spread to armpit", "multiple nodules" and "swollen lymph nodes".

Event description:
Patient reported unknown side "silicone ruptured that spread to armpit, multiple nodules," and "swollen lymph nodes". The device remains implanted.